Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (not detecting batteries) has been confirmed. Upon investigation the battery charger/modem was constantly resetting. The cause for the resets was isolated to corrosion on the battery board and bedside. The root cause for the corrosion was ingress of an unk liquid. No adverse event resulted from the corrosion. The pt received a replacement battery charger/ modem.

Event description:
The spouse of a (B)(6) male pt called zoll customer support to report that the patient's battery charger was not detecting inserted batteries. The patient was issued a replacement battery charger/modem.